Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a navigator access sheath was used during a ureteroscopy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the sheath was split longitudinally. The procedure was completed with another navigator access sheath device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Visual examination of the returned navigator hd access sheath revealed that the dilator and sheath was bent. It was also noted that the sheath was torn in several locations. The condition of the returned device confirms the complaint. The most probable root cause of this event is supplier manufacturing. An investigation has been initiated to address this issue. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a navigator access sheath was used during a ureteroscopy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the sheath was split longitudinally. The procedure was completed with another navigator access sheath device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.